Event description:
During preventative maintenance of the device, the field service rep reported that the central control monitor cable was cut through to the wires, but still functioned. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.